Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a pacing lead, the helix would not retract. The lead was not used and the procedure was successfully completed using a replacement lead. No patient complications have been reported as a result of this event.